Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection/ double stapling, after the first firing, the surgeon fully fired the device then tried to pull the black knob back, however, could not pull it back and could not open the jaws. As the surgeon could not removed the device from the tissue, additional tissue was resected. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The reload was received engaged with the handle instrument. The instrument firing knobs were fully advanced leaving the reload jaws in the clamped position. Visual inspection of the cartridge revealed that the reload fired to the 1 cm cut line. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. The reload was then loaded onto the pmv listed instrument for functional testing. The reload was overridden, loaded, clamped, cycled fully, opened and unloaded without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.